Event description:
It was reported that the device was tried the first time and it didn't work. It was then allegedly rebooted and tried a second time, worked fine and was able to use during a case. It reportedly would not work on the third attempt and was allegedly displaying an e1 code.

Manufacturer narrative:
Add'l info will be provided once investigation is complete.